Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 419388 lead; 694958 lead, implanted : (B)(6) 2006. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was noted with under-sensed events. The lead remains in use. No patient complications have been reported as a result of this event.